Manufacturer narrative:
Investigation summary: two samples were received for evaluation. One sample has the barrel with black specks, they are in the luer area of the syringe. These are embedded burnt plastic. The other sample has the barrel damaged. It is at the 15ml mark height. This damage may have happened during a jam at the plunger rod-rubber stopper assembly process. Embedded burnt plastic can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. In addition, two photos were provided. One photo shows a packaging blister top web. Another photo shows the luer area of the syringe, this is the sample received. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the samples provided. This is the 1st complaint for lot # 9337470 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch #. Root cause description: a potential root cause can be attributed to the syringe barrel molding process and syringe assembly process. Embedded burnt plastic can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Rationale: CAPA not required at this time.

Event description:
It was reported that foreign black dots/spots were found in the bd luer-lok¿ tip syringes before use. The following information was provided by the initial reporter: "I have received reports from my team that the 50ml syringes have some black dots/spots in and on them."